Event description:
A surgeon reported during intraocular lens (iol) implant surgery, one of the haptics was detached from the optic. The patient was sent home and treated with a medication. The surgeon stated two weeks later the surgery was completed. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause could not be determined by the investigation. Additional information has been requested. (B)(4).